Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: none ¿ as found condition: the onyx 18 vial (part: 50067-060-3 lot: b682218) was returned for analysis within a shipping box and a sealed pouch. ¿ damage location details: the onyx 18 vial aluminum cap tab was found removed, with the rubber stopper punctured. The contents of the onyx 18 vial were partially consumed. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿poor onyx visualization¿ report could not be confirmed and the cause could not be determined. Poor onyx visualization can occur if the onyx is not sufficiently shaken, if the onyx is not used immediately after being shaken, or if the syringe is not pointed vertically during the injection. The speed setting on the shaker was 8, and it was shaken for 20 minutes as indicated in the instructions for use. In addition, the physician injected the onyx immediately after mixing. However, it is not known if the syringe was pointed vertically. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that onyx was shaken but was not visible in patient. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for arteriovenous malformation (avm). The vessel tortuosity was moderate. The syringe was removed immediately. The speed setting on the shaker was 8 and was shaken for 20 minutes. The onyx vials did not sit more than 5 minutes prior to injection. The physician did not heat, shake, and re-heat the onyx vials prior to aspiration. The physician injected the onyx immediately after mixing. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter used was a marathon catheter. The angiographic result post procedure showed the avm 95% treated. The avm grade was spetzler 3. The avm was in an eloquent region. The cause of the poor visualization was not determined.